Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 093-28, lot# v552242, implanted: 2010 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient experienced a vaginal yeast infection with reported symptoms of itching, burning, soreness, pain in the vaginal area. The etiology of the event was reported as ¿new illness, injury¿. The patient was started on diflucan (150 mg, one pill, 3 times a day for one day). The outcome of the event was reported, as of (B)(6) 2011, as resolved without sequelae. If additional information is received, a follow up report will be sent.